Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; noise interference on the ECG (electrocardiogram). ECG connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the power supply fan was noisy. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) graph had noise interference. The programmer was returned for repair. No patient co mplications have been reported as a result of this event.